Event description:
Device issue: failure to deploy - needles. Time of device issue: during vessel closure. Adverse event: surgical hemostasis. It was reported that a physician trained in the use of the prostar xl device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle deployment, one needle did not deploy. The device was removed, re-inserted, and deployed a second time, but with the same results. The device was removed and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4): the device is expected to be returned for evaluation. It has not yet been received.